Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the original pain doctor (surgeon) who had implanted her pump in 2006, decided to go ahead and explant her pump on (B)(6) 2023. Patient's reported weight was approximately 205 lbs.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-jun-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. Per the patient, the fentanyl was ¿very little less than 1 ml¿ every day. The indication for pump use was non-malignant pain. The patient called stating that they needed help finding a surgeon to remove the pump and catheter. Per the patient, they had never had any problems with the pumps until the pump that was implanted in 2019. The patient stated they had to have revisions to the current pump on (B)(6) 2020 and again on (B)(6) 2021 because their body was rejecting the anchors and then another revision on (B)(6) 2021 again because of the anchors. Currently the pump was floating and flipping and twisting and had twisted the catheter. On (B)(6) 2021, they found a seroma ¿about the size of a baby¿. The patient had been getting the pump refilled about every 3 months and the pocket for the pump was so filled with lymphatic fluid that they couldn¿t even read the pump until they drained the pocket. The fluid had been tested and was lymphatic fluid and they removed about 475-500 ml each time. On (B)(6) 2023, the patient went to the doctor and had to have the fluid drained and by the next day the fluid was back and by the following day the fluid had filled the pocket again. They found on the same day that the catheter was not attached to the pump. The doctor did a dye study and found the 2ml of dye ¿went from the port and came out the other side where the catheter should be¿. The patient¿s doctor has decided to remove the pump because they are having to drain it too often and the patient¿s body is rejecting it. The patient had called surgeons, but they would not remove the pump and catheter. Physician listings were sent to the patient.